Event description:
Patient scheduled for intramedullary rodding of right tibia. While drilling tibia for crosslock screw placement, the synthes 2.8 drill bit broke off in the tibia. The drill bit was new and staff felt the technique used by the surgeon was correct.